Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, an eye care provider (ecp) in the (B)(6) called to report a patient (pt) wearing acuvue oasys for astigmatism brand contact lenses (cls) was diagnosed with a corneal ulcer (date of the event was unknown). The pt went to a hospital for treatment and no additional information was available at that time. The pt was instructed to discontinued wearing cls (unspecified duration), and then continue cl wear as usual. The ecp stated that the pt is an experienced cl wearer. On 15-may-2018, the ecp was contacted and additional information was provided: the pt was diagnosed with a ¿small corneal ulcer od¿ in mid-late (B)(6) 2017. The pt received treatment at the hospital and was discharged after a few weeks. Treatment is unknown. The ecp saw the pt in (B)(6) 2018 and noted the pt¿s visual acuity was 6/5 with a superior corneal, non-staining ¿small¿ scar. The ecp reported the pt follows a daily cl wear schedule and uses options multi-purpose solution to disinfect and store the cls. No additional medical information has been received. The suspect cl was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.